Manufacturer narrative:
Results: one returned sample was received. During a visual and functional inspection it revealed the nexiva retaining washer was found in the tip shield component. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6292607. Conclusion: based on an evaluation of severity and occurrence it was determined to be an isolated case and no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a nurse retracted the needle on a 24 g x 0.75 in. (0.7 mm x 19 mm) bd nexiva diffusics closed IV catheter system, the needled failed to lock within the device and came directly out. There was no report of injury or medical intervention.